Event description:
It was reported that during follow-up, externalized conductors were observed between the distal and proximal coil via cine. No electrical anomalies were noted. Physician elected to explant and replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Internal insulation abrasion was noted between 8.0 to 12.0cm and 9.5 to 13.6cm from the distal tip. The etfe insulation was intact in these locations.